Event description:
A female pt underwent an uncomplicated diagnostic coronary cath in 2008. Per-procedural, meds included heparin. The physician proceeded to use the mynx device in which hemostasis was successfully achieved. The pt was discharged per standard hosp procedure. The pt came back for follow-up with complaints of pain at the access site. Doppler ultrasound documented a pseudoaneurysm (size unk), and the pt was sent to the operating room for repair (exact date unk). The pt reportedly tolerated the procedure well and without complication. No further info was provided.

Manufacturer narrative:
The device was not returned to aci for eval, and the device's lot number was not provided for lot history review. Based on the info provided and the investigation performed, the root cause of the pseudoaneurysm could not be determined. There is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU.